Manufacturer narrative:
The IFU (instructions for use) reported on the initial MDR have been corrected to the following: the current IFU states: precautions: - ensure that the introducer and the delivery device hubs are snapped together and that the system has been positioned for optimal placement, before deploying the meridian filter. - do not remove the safety clip until the introducer and the delivery device hubs are snapped together. - do not deliver the filter by pushing on the handle, rather retract the introducer hub to properly deploy the meridian filter. - it is very important to maintain introducer sheath patency with the saline flush so that the grooved segment that holds and properly orients the filter legs does not become covered by clot. This will interfere with filter deployment. Directions for use: - flush the delivery device with saline through the delivery stopcock. - insert and advance the delivery device through the introducer sheath until the introducer and delivery device hubs snap together. - under fluoroscopic guidance, position the system for optimal placement. The distal end of the pusher pad provides a radiopaque indicator for positioning purposes. - remove the safety clip from the delivery device. - stabilize the handle and pull back on the introducer hub (blue) to retract both the introducer sheath and delivery device. Retract the introducer hub until the handle bottoms out against the proximal edge of the delivery catheter hub (white). This will release the meridian filter into position

Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: one meridian filter was returned for evaluation. The delivery system was not returned. All 6 arms and 6 legs/feet were present and intact. No anomalies were noticed on the device. Functional/performance evaluation: heat was applied and the filter took the appropriate shape. The filter met all the required dimensional specifications. Medical records review: medical records were not provided. Image/photo review: no images or photos were provided. Conclusion: the complaint investigation is inconclusive for the filter failing to advance. Based upon the available information, the definitive root cause for this even is unknown. Labeling review: the current meridian filter IFU (instructions for use) states: delivery of the meridian filter through the introducer sheath is advance only. Retraction of the pusher wire during delivery could result in dislodgment of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. Care should be taken to ensure the connection between the introducer sheath hub and the filter storage tube is tight, however the use of excessive force can cause slippage of the threads and/or breakage of the hub and should be avoided. It is very important to maintain introducer sheath patency with the saline flush so that the grooved segment that holds and properly orients the filter legs does not become covered by clot. This will interfere with filter deployment. Do not deliver the filter by pushing it beyond the end of the introducer sheath. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer sheath. Do not twist the pusher wire handle at anytime during this procedure. Additional precautions and specific directions for use are included in the IFU. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a scheduled vena cava filter deployment, the filter became stuck in the sheath and cannot be deployed. The filter system was exchanged for a new filter that was deployed successfully. There is no reported patient injury.